Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, the system could not be replicated and the system functioned within specifications. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the right tracker of the system was not being seen by either of the navigation devices that were used in the event. The left tracker was working normally. There was no patient present when this issue was identified.